Event description:
It was reported that the external pulse generator was cracked inside its pacing port. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the pacing port was cracked inside, both output connectors were noted to be broken. Analysis also found that the hanger assembly and the ring screw were contaminated and that the main seal was damaged, it was pinched between the case halves. All found defective parts were replaced. (B)(4).